Event description:
It was reported that during a surgical procedure at the user facility the device would not retain a blade. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the device ejecting blades was not able to be duplicated during testing conducted at the manufacturer foreign subsidiary. It was reported that the user was using non-stryker blades with the device, which is a potential cause for the reported event. The device instructions for use states to always use stryker sagittal saw blades with this device.